Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report low blood glucose levels. The customer's blood glucose reading was 66 mg/dl at the time of the phone call. Troubleshooting revealed that the customer took a bolus that may have been too high. The customer was taken to the hospital, and the blood glucose reading was 50 mg/dl when admitted. Nothing further was reported.